Event description:
It was reported that during a low anterior resection, the stapler was fired and it cut but did not staple. No staples were found in the abdomen or pelvis. Patient received a colostomy because the rectal stump was too low to restaple or regrasp.

Manufacturer narrative:
Information anticipated, but unavailable at this time.